Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal at a unknown concentration and dose via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome . It was reported the patient went to the clinic with severe pain in their spine in (B)(6) 2013. The patient was in extreme pain and it was noted the patient's medical records showed a calcified mass at t-10. The patient had a follow-up visit on (B)(6) 2013 confirmed the calcified mass at t-10. It was noted no plan was made for the calcified mass but the pump system was replaced in late 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.